Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000117952.

Event description:
It was reported the patient experienced ineffective therapy after a fall. Lead migration was confirmed on x-ray. As a result, surgical intervention occurred on (B)(6) 2022 wherein the lead was repositioned and anchored to address the issue. Therapy has been successfully restored. The investigation did not determine which lead migrated.

Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. The patient fell causing the lead to migrate. The lead was repositioned. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.